Event description:
Received notice of complaint concerning above product via product complaint form filed by facility. Chief tech reports that the medication port separated from the venous drip chamber. Spoke with healthcare professional regarding event. Stated that she was administering medication via the accessory tubing, approx midway through the treatment, when the tubing completely separated from the drip chamber. Reported blood loss was approx 75cc's. The pt remained stable and did not require medical intervention. Hemoglobin reported as stable (11.8-12.0) however, a prophylactic dose of antibiotics was administered (ancef 2gms) per md order. The actual sample was discarded on the day of the event. A response letter has been sent to facility. A medwatch form has been filed based on reported blood loss.